Event description:
Additional information was received. It was reported at the lead pull on wednesday, october 28, the physician examined lead to find it was tape from bandaging.  It is not wire coming from the lead. The physician disposed of the lead.

Manufacturer narrative:
Continuation of d11: product ID 977d260 lot# serial# (B)(4). Implanted: explanted: product type screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260; serial#: (B)(4); product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 13-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The trial was completed with an implantable lead, and a trial lead (trial lead serial number (B)(4)). The patient had coverage of bilateral back to feet in the room. In the recovery room, dtm (differential target multiplexed) programming was programmed and the patient was sent home. The patient thought that there was an issue with the trial. After no relief with program a, the patient made adjustments as directed via phone calls with a manufacturer representative. After 48 hours, they switched to program b. The physician was aware of the situation via text messages. The patient wanted pain meds and said he wondered if the lead was "broken" because it was not cutting his pain. There were no signs of increased stimulation except for (B)(6) 2020 while going to the bathroom, the patient noticed an increase in paresthesia, but nothing out of the norm. The patient's family member was insistent on changing the bandage, and the manufacturer representative encouraged her to reach out to the physician. The outcome of that conversation between the patient and physician was not known to the manufacturer representative. The patient had no relief, and played with program c on his own. He stated he turned it high enough to feel stimulation in his back (one of his painful areas); however, he stated that he still had pain, and needed medications. On (B)(6) 2020, the patient's family member reported a break/split in the lead at the wireless external neurostimulator site. They turned it off immediately when seeing this. The lead break is seen in photos with the wire protruding from the insulation around where the lead was taped to the patient's back. The lead wire was exposed, and the patient noted that the protective coating is a critical element and has concerns of the quality of the product, noting that he thought the lead was defective. It was believed that the lead splitting had occurred on the trial lead, not the implantable lead, serial number (B)(4). The leads were pulled on (B)(6) 2020. It was noted that the leads would be sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.